Event description:
The manufacturer became aware of a rep dreamstation auto CPAP device alleging particles in air path. There was no report of serious or permanent harm or injury. Medical intervention was not specified. The device has not yet been returned to the manufacture for evaluation. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
In this report box product brand name (rfb), model number (rfb), catalog item identifier (rfb), product UDI (rfb). Box h: problem code grid, remedial action init and recall (z) number has been updated.